Manufacturer narrative:
(B)(4). Batch number ==> r57c8r. Investigation summary ==> the analysis found that one psee45a device was returned with no apparent damage and with four ecr45g cartridges reloads present. The reload was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device was disassembled to verify the condition of the internal components and showed a small flash was identified in the base of the firing post switch. This flash may cause the firing yellow actuator could be stuck and disabling the automatic return system of the knife. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a wedge resection, the stapler peeled the reload and the reload parts were seen in the body during the procedure. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Photographic analysis: four photos were provided: picture one and four shows tissue. Two formed staples are visible on the tissue. Picture two shows jaws compressing tissue. No staples or reload are noted on the photo. A green piece of what appears to be shaved reload can be seen on tissue. Picture three shows an open jaws with a green reload loaded. Due the angle of the jaws is not possible to see the conditions of the reload. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined.